Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb,assy,bkplane,pcs2,8150,acp, weigher arm assembly, pcs2. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported backplane board is burnt. There was no donor involvement.